Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was filled and the volume was accurate. The cause of the flipped pump was not determined. Surgery for a pocket revision occurred on (B)(6) 2019 to resolve the flipped pump issue. The pump remained implanted. The flipped pump and withdrawal were resolved. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 463 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported the pump was flipped and confirmed with anterior/posterior and lateral x-rays. The patient was in "possible withdrawal¿ and was admitted to the hospital. The patient went into the hospital on (B)(6) 2019 at 2:00 am. The hcp attempted to read the pump with the (B)(6) tablet and was unable to interrogate. The hcp was able to read it using the 8840. The pump was refilled (B)(6) 2019 and the hcp questioned if it was actually filled at the time if the pump was already flipped. No further complications were reported.